Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
After the completion of the surgery, the surgeon took an intra-op o-arm scan of patient and merged to pre-op exam. Some trajectories seem to be inaccurate.

Event description:
After the completion of the surgery, the surgeon took an intra-op o-arm scan of patient and merged to pre-op exam. Some trajectories seem to be inaccurate.

Manufacturer narrative:
After completing seeg, some trajectories seem to be inaccurate. Event summary, device history record review and complaint history review did not identify contributing factors. The reported inaccuracy detected at the entry point was confirmed for 8 out of 14 trajectories, and might have been provoked by: the image fusion quality of pre and post-operative fusions : the pre-operative MRI images and post-operative CT scan were slightly rotated and shifted compared to pre-operative CT scan. Available information suggests that images were merged automatically and that no manual adjustments were made. As stipulated in the quick guide, the fusion is one of the factors that may impact the accuracy. This issue can be considered as a use error. The registration method and its quality : the quality of the registration on the sides an on the back of the skull cannot be determined, as no extra point was taken on those areas. As stipulated in the quick guide, the registration is part of the factors that may impact the accuracy of a surgery. An undetected movement of the patient¿s head after the registration. None of these hypotheses could be confirmed with available information, the root cause for the inaccuracy cannot be conclusively determined.